Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including an ipg on (B)(6) 2009. It was reported that the patient lost stimulation, and her charging system and programmer are unable to communicate with the ipg. The patient was sent a new charging system; however, the replacement charger was unable to resolve the issue. The physician plans to explant and replace the ipg. The surgery date is currently undetermined. No further information is available at this time.